Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, it was reported to animas that there was a call service alarm issue with the pump. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/22/2015 with the following findings: a review of the pump¿s black box data showed cs 064 call service alarms (occlusion during prime) had occurred. During testing, the pump rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. The cs 064 call service alarm issue was shown in the pump history, but was not duplicated during investigation. Unrelated to the call service alarm issue, the display was found to be dim with discolored text. Also unrelated to these issues, evaluation also revealed that the audio bolus button was punctured; the bolus button responded appropriately to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.